Event description:
The patient mentioned that they received the meter last month and the meter stopped powering on last week. They replaced tha battery and meter still did not power on. The patient claims they wasted test strips trying to test on the meter. Since the meter was not working they had a friend's back up meter to test their blood glucose in the meantime. They experienced a headache all day on the 16th and contacted the physician for assistance. The physician advised the patient to go to the hospital and get tested. Prior to going to the hospital, the patient tested on the back up meter and received a 212 mg/dl and took their insulin accordingly. When they went in the hospital their blood glucose test was taken and the reading was also 212mg/dl. The patient was given water and no other treatment was given to the patient. The battery contacts were in good condition. Customer service was unable to resolve the power issue of the meter and sent the patient a replacement meter.